Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and tibial loosening at the cement to implant interface. Cement manufacturer was from competitor. The patient was scheduled for revision and surgeon removed the loose component. There was no cement adhesion to the implant. Both the femur and tibial components were removed and revised using the attune revision system. Doi: (B)(6) 2016 dor: (B)(6) 2018 left knee.